Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable alp2 alkaline phosphatase acc. To ifcc gen.2, alb2 albumin gen.2, bilt3 bilirubin total gen.3, crep2 creatinine plus ver.2, and ureal urea/bun results for 13 patients tested on a cobas 8000 c 702 module. The initial results were not reported outside the laboratory. The customer performed repeat testing with the samples. Refer to the attachment on the medwatch for all of the data. The alp2 alkaline phosphatase acc. To ifcc gen.2, alb2 albumin gen.2, bilt3 bilirubin total gen.3, crep2 creatinine plus ver.2, and ureal urea/bun reagent lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer checked and replaced a sample probe. He performed preventative maintenance. The investigation determined the service actions resolved the issue.